Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
"Staub et al 2020 ¿ ¿unilateral versus bilateral hilar stents for the treatment of cholangiocarcinoma: a multicenter international study¿. The stents used included the boston scientific wallflextm uncovered sems or the cook zilver® uncovered sems. In patients who underwent bilateral stent placement, they were either placed side by side (off label japan) or had a stent-in-stent (off label) deployment. Stent occlusion: causes of stent occlusion include sludge, tumor ingrowth, tumor overgrowth, sludge and tumor ingrowth and sludge and tumor overgrowth. Therapy for stent occlusion included repeat ercp balloon sweeps, new stent placement or both, decided during the procedure and individualized based on the needs of the patient. This file will capture the potential that this event occurred in the us.

Event description:
The investigation was concluded on the 19-aug-2021, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
The zilver 635 biliary self expanding metal stent devices of unknown lot numbers involved in this complaint were implanted in the patients and were not available for evaluation. With the information provided, a document-based investigation was conducted. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest the user did not follow the instructions for use. The literature states the following: cause of stent occlusion: sludge, tumor ingrowth, tumor overgrowth, sludge & tumor ingrowth, sludge and tumor overgrowth, and other. It should also be noted that stent occlusion is identified as a potential adverse event in the instructions for use. The complaint is confirmed based on customer testimony. According to the initial reporter, therapy for stent occlusion included repeat ercp balloon sweeps, new stent placement or both, decided during the procedure and individualized based on the needs of the patient. Complaints of this nature will continue to be monitored for potential emerging trends.